Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was further reported that the implantable pulse generator (ipg) exhibited a diagnostic reset. When the reset was cleared, the ipg was not able to be interrogated. The device was explanted and replaced. No further patient complications have been reported as a result of this event.